Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened express bolus and esc button dome switch. No unexpectedly sticking buttons were noted.the device was also received with a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window and cracked reservoir tube lip.(B)(4)

Event description:
The customer called and reported that the buttons on the insulin pump were sticking. Customer's blood glucose was 190 mg/dl. No significant events leading to the keypad issues were recalled. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was further advised that the device would be replaced and agreed to return the product for analysis.